Manufacturer narrative:
This product has not been returned; therefore, a technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how this product may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device was evaluated during a routine follow-up, at which time the remaining battery life (13 percent) was not as expected, based on the previous check at which time the status was showing 89 percent remaining battery life. Data was sent for a technical services review. To date, no system changes and no adverse effects reported.